Event description:
It was reported that the patient presented to the clinic for follow-up. Upon interrogation, high pacing lead impedance, high lead impedance and no capture or sensing were observed. The pocket was opened and the lead tested fine on the psa and with the new device. When connected with old device the measurements were out of range. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported event was confirmed in the laboratory. The device was tested on the bench and a loss of sensing was observed along with no output pace pulses and high impedance. The root cause was found to be an anomalous component in the hybrid subassembly.